Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, episodes of non-sustained ventricular oversensing was observed on the rv lead. It was recommended to perform isometric testing, pocket manipulation, a chest x-ray should be performed to assess the lead¿s condition and perform a lead revision. Lead was explanted and a new lead was implanted at another facility. No further information available.